Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was admitted with difficulty eating and vomiting. On day x+3, central venous nutrition via a peripherally inserted central catheter (PICC) was selected as the nutritional strategy. The implementation of the procedure was carried out by two junior physicians; however, the stylet was not removed and remained inside the PICC. The patient developed a high fever on day x+22 and was diagnosed with candida bacteremia on day x+25. Although the PICC, which was considered the source of infection, was removed on the same day, it had served as the route for administering high-calorie intravenous fluids and other treatments during the intervening period, and none of the healthcare professionals involved in the patient¿s care had noticed the retained stylet. A review of imaging studies (x-ray, CT) from the implementation of the previous procedure on this patient 45 days after insertion confirmed the stylet had been left in the PICC for this patient. For approximately two weeks, intravenous fluids were implemented via an infusion pump while the stylet remained inside the catheter. Although post-insertion confirmation x-rays and subsequent CT scans were performed, no one noticed that the stylet was still present. By the time the issue was discovered, the catheter had already been removed as the suspected cause of the patient¿s fever.